Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("extreme fatigue"), myalgia ("muscle pain"), dermatitis contact ("allergies to make-up"), multiple allergies ("allergies to other items"), memory impairment ("memory lapse") and aphasia ("difficulty finding words"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, myalgia, dermatitis contact, memory impairment, aphasia or multiple allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("extreme fatigue"), myalgia ("muscle pain"), hypersensitivity ("allergies to make-up and other items"), memory impairment ("memory lapse") and aphasia ("difficulty finding words"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, myalgia, hypersensitivity, memory impairment or aphasia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("extreme fatigue"), myalgia ("muscle pain"), dermatitis contact ("allergies to make-up"), multiple allergies ("allergies to other items"), memory impairment ("memory lapse") and aphasia ("difficulty finding words"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, myalgia, dermatitis contact, memory impairment, aphasia or multiple allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. The following amendment was made: coding request received. Correction due to discrepancy between coding action item and match point event "allergies to make-up and other items" (previously coded with pt "hypersensitivity") was split as allergies to make-up and allergies to other items for coding purposes and recoded with pts "dermatitis contact " and "multiple allergies". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.